Event description:
Pt mentioned that one of her cassettes leaked (lot: 6022037; exp date: not provided) while she was trying to fill it and there was a loud crackling noise while filling it as well. Pt had additional cassettes and was able to continue therapy with no issue. Pharmacy did not replace cassette. No cassette is not available for return/inspection. Cassette return tracking information is not available as cassette is not available for return. Photographs were not provided. Position of pump when this occurred is unknown. This isa continuous infusion. Set flow rate and volume delivered are unknown. No further info. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? No; pt had extra, did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.